Manufacturer narrative:
There was no device available for analysis; therefore, no visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient who had benign prostatic hyperplasia, underwent an endoscopic soft tissue procedure, the fiber was used for 50 minutes, and the original fiber was used to complete the procedure. During the intraoperative procedure, the patient experienced an obstruction and a stenosis, non-vascular. The patient symptoms were assessed as not related to the device. There was no assessment provided for relationship to the procedure. There was no further patient complications provided. Additional information provided indicates that the symptoms of the patient have subsided.

Event description:
It was reported that a patient who had benign prostatic hyperplasia, underwent an endoscopic soft tissue procedure, the fiber was used for 50 minutes, and during the intraoperative procedure, the patient experienced an obstruction and a stenosis, non-vascular. The patient symptoms were assessed as not related to the device. There was no assessment provided for relationship to the procedure. There was no further patient complications provided.

Manufacturer narrative:
Correction to field b1. Adverse event/product problem.

Event description:
It was reported that a patient who had benign prostatic hyperplasia, underwent an endoscopic soft tissue procedure, the fiber was used for 50 minutes, and the original fiber was used to complete the procedure. During the intraoperative procedure, the patient experienced an obstruction and a stenosis, non-vascular. The patient symptoms were assessed as not related to the device. There was no assessment provided for relationship to the procedure. There was no further patient complications provided. Additional information provided indicates that the symptoms of the patient have subsided.